Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted:(B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving clonidine (25 mcg/ml at unknown concentration), ketamine (4 mg/ml at unknown concentration) and dilaudid (25 mg/ml at unknown concentration) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that in 2003 or 2004 the patient experienced a broken catheter and during surgery scar tissue was scraped. It was noted that the pump was on the scar tissue and caused the patient excruciating pain. No further complications have been reported as a result of this event.